Manufacturer narrative:
Zimmer biomet complaint (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant was removed due to infection at tooth location 18. Lack of implant stability was also noted.

Manufacturer narrative:
Additional event details were provided in section b5. The following sections have been updated: g6: checked "follow-up."

Event description:
Additional information provided by the doctor confirmed that implant was placed into osteotomy with minimal stability; a membrane and grafting material was used. Later, infection was noted and implant was removed. Non integration was unable to be confirmed. Tooth location 32.